Event description:
It was reported that the product became dislodged during surgery. Unclear if it is user error or product problem. In 2009, sales rep reported that the physician was unk and that the surgeon was thought to be a resident doctor.

Manufacturer narrative:
The distal tip of the returned catheter was missing. The edge of the break was rough. It is unk how or when the damage occurred. Damage to the catheters can occur when the needle and catheter are not removed simultaneously. The needle may nick the catheter and cause it to tear. This possibility is addressed in our product labeling. The catheter was patent, and met all specs for tensile strength and ultimate elongation testing. A review of the mfg records was not possible as no lot number was provided.